Manufacturer narrative:
Pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller pcb1. Pump received with broken battery tube threads. Test reservoir lock properly inside the reservoir tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.